Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as raw and sore. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended the patient keep the lv off until their next appointment. Outcome of the irritation is unknown.